Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the pfna-ii blade l80 is idle after locked. There was no patient consequences reported. No further information provided. This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the blade was received in unlocked condition, but the blade was stuck in the sleeve and was not movable. In general is the blade in a very poor condition, there are excessive damages all over, the corners at the forefront are flattened, there are very strong stress marks at the blade, the forefront of the sleeve is badly damaged, the end cap has strong stress marks on top and the recess of the locking screw is also strongly damaged. At all damages is the anodized lawyer worn away which indicates that the damages were caused post-manufacturing. Functional test: a functional test with an impactor part 03.010.410 was performed. It was possible to lock the blade which was received in unlocked condition with this instrument. After that the blade could be unlocked again and the initially stuck blade was movable again in the sleeve, but it was rough-running. Next to the detected stiffness the blade was fully functional, it was possible to lock and unlock it with the impactor as required. An additional function test with a protection sleeve part 356.818 was performed. The test has shown that the to the impactor in locked condition attached blade could be easily inserted into the sleeve, all the visible damages have no influence on the insertion force. Dimensional inspection: a dimensional issue can be excluded due to the fact that the blade can be inserted into the protection sleeve without any issues. Therefore no dimensional inspection is required. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Investigation conclusion: the complaint is confirmed as the blade was not movable in the sleeve although it was received in unlocked condition. During the performed function test no manufacturing related issue could be detected, if the blade is attached correctly to the impactor it can be inserted into an protection sleeve without an issues. The condition of the blade indicates that the blade was exposed to excessive forces during the insertion, the damages at the blade corner at the forefront of the blade are an indication for an strong contact with the nail. The applied force was that high that the forefront of the sleeve did get deformed. This deformation had the effect that the blade was stuck and was during the performed function test rough running, most likely this was also the reason for the complained idling. Based on these findings we can only assume that inappropriate handling caused the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 04.027.051s, lot number: 3l62613, manufacturing site: bettlach, release to warehouse date: 28. Feb. 2019, expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.